Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting high pacing threshold measurements. An x-ray was performed and there were no abnormalities were observed, however the physician believed the rv lead may have micro-dislodged. No changes were made and the rv lead remains in service. No adverse patient effects were reported.